Manufacturer narrative:
Clarification to b.5. Description of event/problem: device was not implanted.

Event description:
Healthcare professional reported "there have also been recent cultures done on breast drainage that have grown pseudomonas aeruginosa". No device was implanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of other-medical (growth of pseudomonas aeruginosais) a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: growth of pseudomonas aeruginosa.

Event description:
Healthcare professional reported "there have also been recent cultures done on breast drainage that have grown pseudomonas aeruginosa". This record is for an unknown side. Device remains implanted.